Event description:
It was observed during device evaluation that the gastrointestinal videoscope exhibited a faint line on the screen and displayed no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunctions is traced defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.